Manufacturer narrative:
(B)(4). At this time the system remains implanted. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a routine follow up it was noted that the lead safety switch was triggered after out of range pacing impedances were seen in the unipolar and bipolar configuration. The patient had many episodes of ventricular tachycardia recorded which appeared to be noise related to unipolar sensing associated with the lead safety switch. Oversensing was also seen with pacing inhibition. The patient had an underlying rhythm and thus no syncope was seen with any of the oversensing events. The physician will review the lead as soon as possible, meanwhile this right ventricular lead sensing configuration was programmed to bipolar to prevent further episodes of noise. No adverse patient effects were reported.